Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was 500 mg/dl and low blood glucose value was 40 mg/dl. The customer¿s other blood glucose was 532 mg/dl, 100 mg/dl and 120 mg/dl. The customer also performed displacement verification test and displacement test and they were able to passed the test. The insulin pump will not be returned for analysis.